Event description:
Event description guidant received information that during pocket closure, this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited an inhibition of pacing as the suture sleeve was tightened. In an effort to reproduce the pacing inhibition, the physician tapped on the device. No inhibition of pacing was observed, however, the tapping generated an episode that triggered inappropriate shock therapy to the patient. Based on the initial pacing inhibition, the physician elected to explant the lead and replace it with a non-guidant lead. There were no further issues noted. The explanted lead was returned to guidant for analysis.